Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.0, lab: 8.0. About 2 weeks ago, a pt tested: inratio=6 but due to a nose bleed, she was sent to the lab inr=8. Unable to provide exact results or pt history other than pt is on coumadin. Caller stated that she has had discrepant results on multiple pts, but does not have any details.